Event description:
Resident was found lodged between bedframe and siderails of bed with the siderail lodged on pt's neck. There was no heartbeat and respirations when resident was found.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.